Event description:
The customer reported that multiple tango optimo users missed an anti-c of a profiency test with biotestcell 1 and 2. The exact date of event is unknown. The customer has neither returned the supposedly defective product nor the proficiency survey sample that had caused the false negative test result. At the time the customer filed his complaint the supposedly defective product was already expired. Therefore a testing of the retained sample was not possible. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.